Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and imaging window was detached near the lap joint section but was not returned for analysis. Impedance testing revealed no electrical issues with the device. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 28 may 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image after startup. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section.